Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-adapters. Model: sc-9218-15. Serial: (B)(6). Batch: 18541070. Upn: m365sc9218150. UDI: (B)(4). Product family: scs-adapters. Model: sc-9218-15. Serial: (B)(6). Batch: 18541070. Upn: m365sc9218150. UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained.